Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap sigmoid. According to the reporter: initial firing of the 60mm blue reload across the distal colon produced a poor staple line. Though the colon appeared to be normal in size, the anvil of the stapler was bent after firing. There were completely unformed staples (still in the pre-fired configuration) along with a number of triangle shaped staples. A second firing of a 45mm blue reload produced an acceptable staple line. The surgeon later stapled more distal to resect additional colon. Therefore, the misfire did not add any time to the case.